Event description:
It was reported that this implantable pacemaker recorded a ventricular tachycardia (vt) episode. The stored electrogram (egm) showed occasional ventricular undersensing observed prior to the arrhythmia onset and 15 seconds after the episode. It was recommended to assess the ventricular sensitivity at the next in-clinic review. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.